Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407458 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient went in to the clinic and device interrogation showed atrial lead polarity switch. It was noted the polarity switch was due to high impedance. There was also false atrial high rate episodes after polarity switch and with isometrics. The atrial impedance has also been increasing. The lead remains in use. No patient complications have been reported as a result of this event.